Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 6 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. Patient required revision surgery for issues including but not limited to polyethylene wear, instability, and component loosening. Revision operative report of (B)(6) 2022- preoperative diagnosis- right knee failure of total knee arthroplasty with polyethylene wear. Indications: the patient had noted that she has progressive felling of loosening of the knee with increased instability and buckling going up and down stairs. ¿examination under anesthesia had demonstrated excessive swelling of the knee compared to the opposite knee as well as excessive anterior drawer at mid-flexion and excessive varus and valgus instability in extension.¿ ¿¿the polyethylene liner was separated from the tibial tray without any adverse or traumatic event. It was noted on the back table to have excessive wear in comparison to what would be expected at this time after surgery.¿ the patient was transferred to the recovery room, having tolerated the procedure well with no adverse events with plans for weightbearing as tolerated. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants ¿ optetrak logic femoral component ps (02-010-01-0330, 4311922) ¿ optetrak tibial tray trapezoid (02-012-41-3030, 4282593) ¿ optetrak 3 peg patella (200-02-32, 4230691) these devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.